Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x220x150-hybrid sterling balloon catheters were used for dilatation. However, during inflation, the balloons ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient was fine. It was further reported that the lesion was severely calcified and the balloon ruptured during the first inflation at 10 atmospheres for 1 minute.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x220x150-hybrid sterling balloon catheters were used for dilatation. However, during inflation, the balloons ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient was fine.